Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection of the returned device. Visual inspection found that expressew iii w/hook locking mechanism was broken; the upper jaw did not open and close confirming a disconnection from the locking mechanism. The observed condition was identified as an end of life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the condition of the device. The overall complaint was confirmed as the observed condition of the expressew iii w/hook would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU: inspect for damage to product or sterile barrier in the case of the disposable needle. Do not use if product is damaged or sterile barrier is compromised. Inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Locking mechanisms should fasten securely and close easily. It was determined that no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review a manufacturing record evaluation was performed for the finished device 13177-120822-03; and no non-conformances were identified.

Event description:
It was reported that during a rotator cuff repair procedure, it was observed that the jaw mechanism on the expressew iii w/hook device was broken; and that it would not open and close properly. During in-house engineering evaluation, it was determined that the locking mechanism was broken and the upper jaw did not open and close. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.